Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Imaging was difficult. One clip was implanted. The final mr grade was 1-2. On (B)(6) 2024 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached on the anterior leaflet. The mr grade increased to 4. On (B)(6) 2024 a second clip intervention was performed. Two clips were implanted. The final mr grade was 2-3.

Event description:
Subsequent to the initial report, it was reported that the patient went into cardiogenic shock and was placed on a balloon pump.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr appears to be due to the slda. The reported shock appears to be cascading effects of the recurrent mr. Mr and shock are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case specific circumstance as the patient was hospitalized and additional clip were implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.